Event description:
It was reported that patient experienced high blood glucose of 522 mg/dl event on (b)(6) 2026 and it was treated with insulin by pen.

Manufacturer narrative:
Name: Medtronic Minimed,Country: United States of America,Street: 18000 Devonshire Street,City: Northridge,State, Province or Territory: CA,Post office or Zip Code: 91325.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.